Manufacturer narrative:
B5; additional information received : there was no damage noted to the balloon or packaging prior to use. The balloon was inflated 2-3 times when the air was removed before insertion into the body, and 2 times after insertion into the body. The physician inflated the balloon per the IFU and used normal pressures within the stent graft. There was tortuosity in the blood vessels but there was no issue advancing the reliant balloon at the time of delivery. It was said it was possible that the balloon could have interacted with the stent graft but no behavior that would support this was observed during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A reliant stent graft balloon (0012326435) was used during an unknown endovascular treatment. It was reported during the index procedure, that no abnormalities were observed when air was removed after opening the package. The balloon functioned normally during the first inflation and deflation within the stent graft after insertion into the body. However, during the second inflation, the balloon failed to inflate as expected. Upon inspection, it was noticed that the volume of diluted contrast agent in the syringe had significantly decreased since the start, suggesting a potential perforation of the reliant balloon. The index procedure was temporarily suspended, and the balloon was withdrawn from the body from the patient¿s body and inspected. A leak in the diluted contrast agent was confirmed, and the balloon was not used anymore. A new reliant balloon from the same lot was opened, and the procedure was successfully completed. Per the physician the cause of the suspected leak/perforation was not determined. No additional clinical sequelae were reported, and the patient is fine.